Event description:
Witnessed event: rented ventilator shut off tidal volume supply while on a patient, no operator using ventilator controls, or near, at the time. Patient's o2 desaturated, but manual bagging and change to another ventilator returned saturation level to normal. Patient outcome not affected.